Manufacturer narrative:
H6: fdm updated to 4115. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating the pump had been thrown away [by the healthcare facility].

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump would be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the pump was explanted during the month of (B)(6) 2020, a few days after the last attempt to refill the pump with a 22g needle. It was noted that the 22g needle was a needle from the hospital, and it was not from an approved medtronic refill kit. It was not fully determined if a pocket fill occurred or if the volume discrepancies were due to a manipulation problem. The exact date of the (B)(6) 2020 refill was unknown. It was clarified that the ¿symptoms concomitant with a pocket fill¿ the patient experienced following the (B)(6) 2020 refill included ¿a metallic taste in the mouth¿. The exact date of the(B)(6) 2020 refill was unknown. The exact date of the volume discrepancy prior to the (B)(6) 2020 and (B)(6) 2020 refills was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was noted that ¿mixed drugs were probably used¿. It was reported that it seemed the pump was over infusing. During a refill in (B)(6) 2020, the expected reservoir volume (erv) was 11.2 ml, and the actual reservoir volume (arv) was 0.5 ml. It seemed 40 ml had been inserted in the pocket instead of the pump; the patient showed clinical symptoms concomitant with a pocket refill. However, at the patient¿s following refill in (B)(6) 2020, the erv was 18.9 ml, and the arv was 11.7 ml. There was now a suspicion of over infusion or a manipulation issue during the refill procedure. It was noted that a during both refills, a shorter needle (2.5 cm) was used. The hcp used a 20g needle. As the patient was ¿a (B)(6) the hcp wondered if the needle was well-inserted in the pump (thus explaining the volume discrepancies). However, it was noted that the patient did not show any clinical effect explaining this phenomenon at the (B)(6) 2020 refill. It seemed that during the refilling, the syringe was in the reservoir. The manufacturer representative speculated that the volume discrepancy could be due to the 20g needle damaging the septum (bad fill), the 2.5cm needle being dislodged during the refill as a result of the patient¿s fat tissue (bad fill), over infusion of the pump, or ¿environmental factors, which were unlikely¿. A refill was planned for (B)(6) 2020 to see if the issue persisted or if the volume discrepancy was due to a manipulation problem. If a volume discrepancy were to be observed at the (B)(6) 2020 (B)(6) refill, the manufacturer representative would suggest to the hcp that they empty the pump, inject nacl solution and problem the pump to minimum rate. A decision would be made on (B)(6) 2020 on whether or not to change the pump. If a replacement were to occur, the manufacturer representative would suggest to the hcp that they check catheter integrity with an opacification procedure, and if the catheter were okay, implant a new pump. The device manufacturer technical services department recommended to the manufacturer representative that the hcp try to use the correct needle [22g] before they replace the pump. The issue was not resolved. However, the patient's status was alive - no injury. It was also noted that prior to the (B)(6) 2020 and (B)(6) 2020 refills, a discrepancy in volume was already observed [date not specified]. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. It was noted that the physician used some physiological solution to adjust the concentration of the baclofen.